Event description:
It was reported that the device were used during a laparoscopic cholecystectomy procedure. The clips were malformed. Another device was used to complete the case. There was no consequence to pt.